Manufacturer narrative:
Date of event: (B)(6) 2020. Date of report: 08sep2020.

Event description:
The customer reported the touchscreen does not calibrate. There was no patient involvement.

Manufacturer narrative:
G4:29mar2021. B4:03apr2021. The biomed was advised to replace the touchscreen assembly by a technical services representative. Multiple attempts were made to follow-up with the customer to obtain repair information; however, there was no response. If additional information is received at a later date, this complaint will be re-opened, and a supplemental report will be submitted. Submission of a report does not constitute an admission that medical personnel, user facility, importer, distributor, manufacturer, or product caused or contributed to the event.